Manufacturer narrative:
Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that 2 bd precisionglide¿ needles had a hole in their sides, found when attempting to inject medication. The following information was provided by the initial reporter: "one of the patient send an email of picture when trying to inject medication it was not injecting. Picture shows there was a hole on side of the needle".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd precisionglide¿ needles had a hole in their sides, found when attempting to inject medication. The following information was provided by the initial reporter: "one of the patient send an email of picture when trying to inject medication it was not injecting. Picture shows there was a hole on side of the needle."